Manufacturer narrative:
Pump error 37 occurred during to rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump passed self test. Pump failed rewind test due to pump error 37. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files or traces on the 25-jun-2023 from 20:40:0900 to 21:18:29.00 due to the hall sensor isr is enabled when the motor task starts and is disabled when the motor task completes. This means that the hall sensor isr is only effective during the motor task running period (e.g., while driving the counts required of a single stroke). Each time the isr runs, the commutation state needs to be compared with the previous commutation state. Pump error 37 was confirmed during testing due to a coasting timeout during rewind. Pump was cut open to perform visual inspection and found a corroded home switch and moisture on pcba 1, pcba 2, motor, and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, overlay scratched. Pump error 43 confirmed in the history files on due to a hardware error anomaly. Pump error 37 was confirmed during testing due to a corroded home switch and moisture damage on pcba 1, motor, and the force sensor. Pump exposed to moisture confirmed on pcba 1, pcba 2, the motor, and the force sensor. Pump failed rewind test due to a corroded home switch and moisture damage on motor and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 43. Troubleshooting was performed and the customer cleared the alarms successfully. The pump rewind was not completed. No harm, requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.